Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states that a (B)(6) patient dislocated her naso-jejunal tube. After follow up request for more information on (B)(6) 2018 the customer reported that the item code, lot number and tube size are unknown. They are unable to determine if the customer physically caused the tube to become dislocated/disconnected. The sample will not be returned as it was not provided/discarded and there are no pictures available of the product.